Event description:
Allegedly, eprd reported 8 new complications for procotyl® c first revision (1 infection, 2 unknown failures, 4 dislocation and 1 fracture). No further information was reported this incident is capturing 1 fracture.